Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the device displayed error code 41786. There was no reported patient harm/adverse event.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified this device was last serviced in sep/2024 per sr # 3141956 but there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was confirmed in the event history log but not duplicated through testing. There was no known cause of the reported issue, and no further action will be taken.